Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
It was reported that the insulin pump alarmed motor error during a bolus delivery. The customer's blood glucose was 361 mg/dl. The customer stated that they had dropped the device on the bathroom floor, a week prior to the phone call, but had not noticed any cracks or different reactions. The customer does use the sensor feature. During the rewind sequence the insulin pump alarmed calibration error. The discontinuation of the device was advised. Nothing further was reported.